Event description:
It was reported the customer was unable to remove their battery cap. The customer was unable to change their battery as a result. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received without original battery cap. Cracked case near lcd window corner, cracked lcd window, cracked reservoir tube lip, cracked belt clip lot, cracked battery tube threads, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.